Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited elevated, in-range shock impedance measurements measuring 210 ohms during a review of daily monitoring data. The shock impedance measurement has been as high as 225 ohms. Technical services discussed troubleshooting options. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported defibrillation threshold (dft) testing was performed due to the high shock impedance measurements measuring above 200 ohms. The subcutaneous implantable cardioverter defibrillator (s-ICD) system failed dft testing after inducing ventricular fibrillation (vf) and two shocks. The patient had to be externally defibrillated. Subsequently, the physician decided to explant the sicd system. The system is expected to be returned for product analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Filing correction for field d4 model number and catalog number.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited elevated, in-range shock impedance measurements measuring 210 ohms during a review of daily monitoring data. The shock impedance measurement has been as high as 225 ohms. Technical services discussed troubleshooting options. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported defibrillation threshold (dft) testing was performed due to the high shock impedance measurements measuring above 200 ohms. The subcutaneous implantable cardioverter defibrillator (s-ICD) system failed dft testing after inducing ventricular fibrillation (vf) and two shocks. The patient had to be externally defibrillated. Subsequently, the physician decided to explant the sicd system. The system is expected to be returned for product analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited elevated, in-range shock impedance measurements measuring 210 ohms during a review of daily monitoring data. The shock impedance measurement has been as high as 225 ohms. Technical services discussed troubleshooting options. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported defibrillation threshold (dft) testing was performed due to the high shock impedance measurements measuring above 200 ohms. The subcutaneous implantable cardioverter defibrillator (s-ICD) system failed dft testing after inducing ventricular fibrillation (vf) and two shocks. The patient had to be externally defibrillated. Subsequently, the physician decided to explant the sicd system. The system is expected to be returned for product analysis. No additional adverse patient effects were reported.